Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that the image is not displayed and a noise image was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the reported malfunctions are due to corrosion on the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.